Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery was replaced to address the issue. Additional findings not related to the malfunction/issue: device sn / mn label added - original had incorrect gtin / revision, rubber feet were replaced due to being missing, the device failed repair test for oxygen low flow because the grey removable foam had not been installed correctly. Foam was reinstalled correctly and the device passed final testing.